Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a screw broken on the top for sternum for reciprocal saw attachment. This is 1 of 1 report for (B)(4).